Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the discovery symptom caused bya failed lower auxiliary assembly. The lower auxiliary assembly was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed "unload set" when no set was loaded. There was no patient involvement.